Event description:
Same case as manufacturer's report # 6000093-2007-00157. It was reported that 303 days after implantation of a 2.5x20mm and a 2.5x8mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the mid and distal right coronary artery (rca). Pre-intervention stenoses of 80% and 60% respectively were reported. It was not reported that the lesions were pre-dilated. A 2.5x8mm taxus stent was deployed in the distal rca in the region of the lesion. A 2.5x20mm taxus stent was then deployed in the mid rca in the region of the lesion. It was not reported that the lesions were post-dilated. It was reported that "there was 0% residual narrowing obtained in the entire area of disease" within the rca. The patient was on plavix and aspirin prior to the procedure. Angiomax was administered during the procedure. The procedure was noted to be "successful." No complications were reported. The patient presented 303 days after the initial procedure with an 80% in-stent restenosis in the mid rca and a 90% in-stent restenosis in the distal rca. Percutaneous transluminal coronary angioplasty (device not reported) was performed. A 3.0x32mm taxus stent was deployed in the rca in the region of the lesion. Subsequently, a 3.0x28mm taxus stent was deployed in the rca. A post-intervention residual stenosis of 0% was reported. It was reported that the patient tolerated the procedure "well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk the shop floor paperwork could not be examined.